Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the nurses encountered an error when the "my patients" option was selected. A technical support specialist performed a database recovery and upgrade the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an error when the nurses selected the "my patients" option. The customer reported that the nurses was unable to remove medication for the patient, and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.